Event description:
It was reported that the right ventricular (rv) lead threshold was high during the wound check clinic visit. Repositioning the rv lead was unsuccessful. The physician felt resistance when feeding the stylet through the lumen of the lead and helix retraction and deployment were very difficult. The physician attempted to remove body tissue but the helix would not retract. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed, while the reported event of difficult to advance and helix mechanism issues was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination found the inner coil at the connector region was over-torqued, consistent with procedural damage. After cutting, cleaning, and applying torque to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within the specification. The stylet insertion could not be tested due to an over-torqued inner coil. The cause of the reported event of difficult to advance and helix mechanism issues was isolated to the over-torqued inner coil and clogged helix. Electrical testing did not find any conductor fractures or internal shorts.